Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed there were no geometry movements. During troubleshooting, the fse checked the r cabinet and found the power supply had no output due to a power outage and that a clicking sound was present from the unit. The supplier's part analysis could not conclusively determine the cause of the power supply failure; however, replacement of the power supply by the field service engineer resolved the reported issue and restored system functionality. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information was received which led to the determination that this scenario was not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the allura system to not boot. This scenario includes situations in which the main hospital power supply is fluctuating or there is a localized power failure that is not caused by the allura. Since the malfunction of an external power source is not a malfunction of the allura system, philips concluded that the complaint was not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.